Event description:
Review of complaint information reported that a pt received a low reading. A test was performed using the patient's optium meter and the low reading was obtained. No readings are available at this time. The pt was taken into hospital and the test performed was greater than 300mg/dl. The pt was hospitalized for observation and to correct their medication.